Manufacturer narrative:
Based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage to the lens-haptic junction. Physician report does not indicate that any exceptional event or condition would have caused damage to the lens-haptic junction. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation code: method (other) lens work order search ; results (other) visual inspection of the returned product showed the optic was torn and a haptic was torn off and missing. There was a clear surgical residue on the lens. A lens work order search found one similar complaint within the work order. Conclusion (other): based on the complaint information, product evaluation and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported the +17.5 diopter aq2010v silicone three piece lens was torn and it was unknown if there was patient contact. The reporter was contacted and did not have any further information on this case.